Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.

Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.

Manufacturer narrative:
B1(report type) corrected b2 (outcomes attributed to adverse event) corrected d3 (email address) corrected d5 (operator of device) corrected f14 (email address) corrected g1-2 (first name, last name, email address, phone number) corrected h1 (type of reportable event) corrected please refer to the updated analysis report.

Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.

Event description:
At a regular follow-up, a ventricular fibrillation episode was found to have been recorded in the device memory since the last follow-up. This episode was obviously wrongly detected as ventricular fibrillation due to noise oversensing. No shock therapies were delivered for the recorded episode as the persistence was not met.

Manufacturer narrative:
The associated ICD was explanted on (B)(6) 2021. During the re-intervention, the subject ventricular lead was abandoned in the patient's body. Expertise of the returned ICD identified lead abrasion marks on the ICD case. Ventricular lead abrasion could have caused some of the non-physiological signals observed on the ventricular channel between on (B)(6) 2014 and on (B)(6) 2015. However, this hypothesis could not be confirmed with certainty.